Event description:
Event description guidant received information that during a repositioning procedure due to threshold measurements being over 1.0v @ 0.5ms, the right ventricle was perforated as the helix mechanism was being retracted from the endocardial wall. There was an immediate drop in blood pressure and the pt became unstable. The patient was stabilized, after a couple of hours, and the procedure was completed. It was determined that the patient had a thin walled, weak heart.